Event description:
It was reported that the user experienced prolonged high blood glucose with a fingerstick reading at 481 mg/dl and discovered insulin leaking from the cartridge, then performed a full supply change and reported fingerstick values decreasing from 481 mg/dl to 416 mg/dl and then 290 mg/dl after a low-carb meal, with the issue associated with a leak in the reservoir component of the ilet system. Symptoms include nausea and thirst associated with hyperglycemia. Outcomes included a delay to treatment or therapy without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at a seal consistent with a medical device leak/splash associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.